Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately two months after ICD was implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted the distal conductor was stretched, several conductors were fractured (overstress), the outer insulation was pulled apart (overstress) there was cosmetic depression of the outer insulation. Analysis visual comments note the lead had an extreme amount of explant damage. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were stretched, all insulators were pulled apart (overstress), the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. Analysts visual comments note the lead had an extreme amount of explant damage.